Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the iliac artery, the omnilink stent delivery system (sds) was advanced through and exited the introducer sheath near the aortic bifurcation. The sds did not advance through the vessel but "nosed into" the wall of the left common iliac artery. The sds was completely removed from the body and was reinserted and advanced through the sheath a second time. At the distal end of the sheath, near the aortic bifurcation, it was fluoroscopically observed that stent had dislodged, unexpanded, onto the shaft. The sds and attached stent were removed from the body without difficulty and a non-abbott stent was used to complete the procedure. There was no adverse patient effect. Though requested no additional info was provided.

Manufacturer narrative:
(Off label vascular use). The device has been received. Investigation is not yet complete.